Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Failed exeter stem from 2017 was revised (B)(6) 2025. Failed at an unusual location about halfway down where the stem snapped in half.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted exeter stem with a metal head assembled. The stem is fractured. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: clinician review: a review of medical records with a clinical consultant indicated "I have reviewed the documentation provided. Event description: failed exeter stem from 2017. Was revised 12/05/2025. Failed at an unusual location about halfway down where the stem snapped in half. The ap x-ray of a right tha shows a cemented exeter stem in a centralized position th stem has a transverse fracture at the midpoint of the stem. There is some lucency at the superior lateral bone interface of questionable importance. Fracture of a cemented exeter stem is confirmed. The root cause of this mechanical complication is not able to be determined from the information provided. Should further documentation becomes available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'failed exeter stem from 2017. Was revised 12/05/2025. Failed at an unusual location about halfway down where the stem snapped in half.' The reported device was not returned however photographs were provided for review. The photographs show a recently explanted exeter stem with a metal head assembled. The stem is fractured. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. A review of medical records with a clinical consultant indicated "I have reviewed the documentation provided. Event description: failed exeter stem from 2017. Was revised 12/05/2025. Failed at an unusual location about halfway down where the stem snapped in half. The ap x-ray of a right tha shows a cemented exeter stem in a centralized position th stem has a transverse fracture at the midpoint of the stem. There is some lucency at the superior lateral bone interface of questionable importance. Fracture of a cemented exeter stem is confirmed. The root cause of this mechanical complication is not able to be determined from the information provided. Should further documentation becomes available I would be happy to further this investigation." No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.